Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 5 months. Device evaluation: the explanted pump was returned with the percutaneous lead (lead) intact. The inflow conduit and outflow cannula were returned attached to their respective ports. As received, the pump had been exposed to fixative agents. Upon disassembly of the device, visual examination of the pump¿s blood-contacting surfaces showed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. Rescue tape had been applied to the silicone jacket of the lead, approximately (B)(4) inches from the metal connector. A tear in the silicone jacket underneath was noted. However, the underlying bionate was free of damage. Electrical continuity testing of the lead and did not reveal any discontinuities or shorts. Upon visual inspection, a breach was found in the insulation of the orange wire approximately (B)(4) inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. High potential (hi-pot) testing of the reminder of the lead did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in the speed drop and pump stops. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope after cleaning and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The pump was also tested on the mock circulatory loop for an extended amount of time. The driveline fault alarms observed in the submitted system controller log file were unable to be reproduced. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the percutaneous lead,¿ and explains that all heartmate ii lvad percutaneous lead have the potential for breakdown to occur dependent upon length of use and patient handling. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records for the pump showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. During a clinic visit on (B)(6) 2017, interrogation of the lvad system showed driveline fault alarms recorded in the system controller history file. No other atypical pump parameters were seen in the history file. The patient was asymptomatic and did not report any device alarms while at home. There was reportedly no data card at the clinic to download the system controller log file. The patient would return to the clinic on (B)(6) 2017 to retrieve the log file and obtain x-ray imaging of the percutaneous lead (driveline). On (B)(6) 2017, the system controller log file submitted to the manufacturer¿s technical services for analysis confirmed the reported driveline fault alarms. An onsite evaluation of the patient¿s driveline was to be performed by the manufacturer¿s technical services; however, the clinicians declined further troubleshooting. The patient had reportedly had two falls at home over a span of 1-2 weeks and subsequently suffered a hemorrhagic stroke. The hemorrhagic stroke was believed to be a result of the falls and not related to the pump. The family made a decision to place the patient on comfort care. On (B)(6) 2017, the patient expired related to the stroke. The explanted device was returned to the manufacturer for evaluation. During the post-explant evaluation of the device, a breach to the insulation of the orange wire was noted approximately 5.5 inches from the pump housing.